Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two maxforce biliary balloons used in the same patient and procedure. It was reported to boston scientific corporation that two maxforce biliary dilation balloons were used during a biliary dilation procedure performed on an unknown date. According to the complainant, during preparation, both balloons would not inflate due to small holes. Reportedly, the devices were removed and the procedure was completed with another maxforce biliary dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.